Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. The battery was at end-of-life (eol). After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the patient experienced shortness of breath. The pulse generator could not be interrogated. The device was explanted and replaced since it was at eri.